Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas shortly after starting therapy, with a lowest blood glucose of 55 mg/dl and glucose remaining below range for a couple of hours; the user treated with apple juice and received troubleshooting and education that the system reduces or suspends insulin in response to low or downward-trending cgm readings and that carbohydrates used for treatment should not be announced as a meal. Symptoms included fatigue. Outcomes included self-treatment without medical intervention or hospitalization. Investigation included complaint review and user education. Investigation of this case revealed no device malfunction reported, with insulin delivery behavior consistent with design and the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.